Manufacturer narrative:
B3: corrected to be capsular contracture baker grade 3 on the left side not the right side.

Event description:
Update: correction event was for capsular contracture baker grade 3 left side not the right side as previously reported.

Manufacturer narrative:
Device evaluation the device was returned with a shell failure. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage.

Event description:
Capsular contracture baker grade 3 right side.